Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had intermittent capture at maximum output. There had also been a gradual rise in threshold. There was a gradual decrease in impedance which is now low. The lead was capped and replaced. No patient complications have been reported as a result of this event.